Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was bleeding over two weeks after their operation. The physician suspected hematoma so scheduled the patient for surgery. However, once the pocket was opened, there was no hematoma. Cause of the event was due to their previous abdominal surgery.  Action/intervention: the physician ¿cauterized¿ the area and stopped the bleeding with ¿surgiflow¿ then moved the pump to the patient¿s back which required a new pump segment. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was abdominal surgeries. The patient was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that there was no issue with the device. It was reported that the patient was bleeding after implanting the pump. The hcp found a micro bleed so had to cauterize the area <(>&<)> use a thrombin. The physician reported the bleeding on (B)(6) 2024 then troubleshooting on (B)(6) 2024. There was no issue with the pump segment, and it was discarded after a replacement.